Manufacturer narrative:
The field service engineer (fse) found that there was an issue with the gauge for the gear pump. The fse replaced the gauge, the gear pump head, and the automatic valve assembly. He conducted instrument performance checks and they were within specifications. Precision studies were performed and they were within specifications. The service actions resolved the issue.

Event description:
We received an allegation about questionable low results for 1 patient's sample tested with urea (bun) assay and 1 patient's sample tested with glucose (gluc) gen. 3 assay and uric acid (ua) gen. 2 assay on a cobas 8000 cobas c 502 module. Sample 1 (patient 1): bun: initial result: 10 mg/dl. Repeat result: 131.7 mg/dl. Sample 2 (patient 2): gluc: initial result: 116 mg/dl. Repeat result: 81 mg/dl. Ua: initial result: <0.2 mg/dl. Repeat result: 8.3 mg/dl. The questionable results were reported outside the laboratory and then corrected on the same day. The repeat results were deemed to be correct. The bun reagent lot number was 70364501. The expiration date was not provided. The gluc reagent lot number was 69826801. The expiration date was not provided. The ua reagent lot number was 16610900. The expiration date was not provided.